Event description:
Ous MDR - it was reported that approx. 34 months after the implantation oversensing was noted. The lead was explanted and replaced.

Manufacturer narrative:
The lead complained about was returned and underwent a thorough analysis. The analysis detected signs of abrasion along the lead. Especially between 54.5 cm and 55.5 cm distal of the df4 connector pin, the insulation was damaged due to fraying. The coating of the rope conductor to the ring electrode was damaged in this area. The observed damage manifestation is with high probability the cause of the oversensing of artifacts in the rv channel. The observed damage manifestation leads to the assumption of friction against a partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.